Manufacturer narrative:
Visual analysis was performed on the return device. The reported stent dislodgment was confirmed. It should be noted that the omnilink elite instruction for use (IFU), states: carefully inspect the omnilink elite peripheral stent system prior to use to verify that the stent has not been damaged in shipment and that the device dimensions are suitable for the specific procedure. Take care to avoid unnecessary handling. Although the stent was not inspected prior to use, the IFU deviation did not cause the dislodgment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Based on the information provided, the stent dislodgment was related to operational context. It is likely that the stent was inadvertently grasped during removal of the protective sheath causing dislodgment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the common iliac artery. The omnilink elite stent delivery system (sds) was advanced and positioned at the target lesion. After inflation, the stent was unable to be seen deployed at the lesion. The arteries were checked for the stent and it could not be located despite a lot of imaging. Before transferring the patient to the pet scanner, the stent was located in the packaging. Another omnilink elite stent was used to complete the procedure. There was an hour long delay in the procedure; however, there was no reported adverse effect to the patient. No additional information was provided.